Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a damaged lid and bezel. The warranty seal was not broken. Functional evaluation revealed the unit presents a f4 fault on power up. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported that during shoulder procedure, the controller had an error message. No delay and a back up was available to complete the procedure. No other complications were reported. Results of investigation have concluded that this unit had an f4 error message which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.